Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate anti-tachycardia pacing (atp) and electric shocks due to potential atrial driven rhythm. Technical services (ts) discussed there are multiple atp episodes due to poor rhythm ID score and the atp appears unsuccessful. Then there are two tachyarrhythmia episodes with similar right ventricular (rv) electrogram (egm) but smaller shock egm morphology and similar poor rhythm ID match score with unsuccessful atp and one electric shock in both episodes. The patient is in the intensive therapy unit (itu) with sepsis. In addition, there is atrial lead noise and undersensing noted throughout the arrhythmias. Reprogramming options were provided in case the health care professional (hcp) does not want to treat this arrhythmia. The ICD remains in service. No additional adverse patient effects were reported.